Manufacturer narrative:
The customer has been provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid switch, designator sw5. Physio archived the device.

Event description:
The customer contacted physio-control to report that their device took up 1 minute to power on. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device took up 1 minute to power on. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.